Event description:
It was reported that the pt has heard for the past week whistling and crackling from her cochlear implant. Exchanging the external equipment and changing the programme only helped for a matter of hours. The crackling and rattling were intolerable. Immediately upon wearing the speech processor.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.